Manufacturer narrative:
Of the 12 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a time/date issue. These reports were received from various sources. The patients associated with this allegation range from 8-77 years of age and between 36 and 193 pounds. Of the reported patients, 2 were male, 10 were female, and 0 were unknown.